Event description:
A discordant prostate specific antigen (psa) result was obtained on a patient sample on the immulite 2000 instrument. The result was reported to the physician(s), who questioned the result. The sample was rerun both neat and diluted in duplicate, then an additional sample from the patient was run neat and diluted in duplicate, and the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant psa results.

Manufacturer narrative:
A siemens global product support (gps) specialist reviewed the instrument data. The cause of the discordant psa result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.